Event description:
Boston scientific received information that a non-boston scientific representative reported this left ventricular (lv) lead dislodged and was unable to be repositioned. Another lead was successfully implanted. No adverse patient effects were reported as result of this procedure.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory analysis found deformed conductor coils at 348, 356 and 576 mm from the terminal pin that were likely due to a tool used to grasp the lead during the procedure. Further analysis noted dried body fluid on the lead lumen. However, visual inspection could not confirm any issue with the lead that would have led to the clinical observation of dislodgement.

Manufacturer narrative:
All available information indicates that this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead has been received and is currently being analyzed. When testing is complete this report will be updated.